Event description:
New information received notes that patient's right ventricular lead was capped and replaced on (B)(6) 2023. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's lead exhibited oversensing r wave amplitude variation. High ventricular rate (hvr) episodes and pacing inhibition was also noted. No intervention was done. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.